Manufacturer narrative:
Follow-up #1: date of submission 04/13/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: the alarm history showed evidence of one call service alarm. An ezprime and 24hr duration test were successfully completed with no call service alarms being duplicated. Unrelated to the initial complaint, the side of the battery compartment was found to be cracked. Corrosion was observed inside the battery compartment. A leak test verified a leak in the battery compartment. The pump was opened for further investigation and no further evidence of moisture damage was found; no damage to the internal components or printed circuit board was observed. The complaint was confirmed in the pump history but not duplicated during testing. The battery cap/cartridge cap were not returned; test caps were used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).